Event description:
During a standard dental treatment the spray plate of the handpiece came loose and caused a small nick in the cheek. Pt was given a sample of oxyfresh gel to apply to cheek.

Manufacturer narrative:
The analysis did show that the threads of the spray plate nut and the head have been in good condition. No marks from hits have been found on the spray plate which would explain why it came loose. But it was found that the bearings have been stiff and grinding which caused the head to heat up during the testrun. This shows that the bearing have been worn out which causes also that the check has too much axial and radial clearance. This causes that the check gets in contact with the spray plate nut while it is running, causing the nut to get loose. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification.